Event description:
Tip broke off during procedure.

Manufacturer narrative:
The complete instrument was not received for investigation, (the broken piece was not received); the missing piece is crucial for a complete and accurate analysis of the concern. A review of our DHR (device history report) and complaint history trending has been initiated. The result of this investigation is not complete at this time. As applicable, a corrective and preventive action will be initiated once the information is collected and reviewed. A follow-up report will be submitted with the information.